Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. A system check was performed, and the occlusion was found to be within the cartridge. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 280 units of insulin. Customer added insulin to the cartridge and loaded it successfully. Customer's blood glucose was 180-185 mg/dl.